Event description:
I went in for cheek filler only a little. She chose to use radiesse. She injected it into a blood vessel. It permanently damaged the area behind my cheek, blocked blood flow to my mouth and jaw caused a vascular occlusion. I'm still unable to eat on that side of my mouth and it's likely I will lose my molars. My face is damaged and doesn't move the same as the other side anymore. Can't smile on that side. I've talked to a plastic surgeon and he cannot even help much because of all the tissue damage. Another issue was the injector wouldn't believe I had a vascular occlusion but finally let me come in and decided she had nicked a nerve. She injected me several time in a nerve on my check probably 40 times with viatrace. Which I learned later would never have dissolved it because radiesse cannot be dissolved. Since then, I've spoken with several injectors saying they would never use that product in someone face because it cannot be reversed. My face has long term damage due to radiesse, viatrace and this injector. I was in hyperbarics for a month straight except on thanksgiving day. I was in the hospital twice and the CT scan showed the blockage but there was nothing they could do. To give column to my cheeks.